Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. In 2009, a follow-up computed tomography scan revealed a proximal type I endoleak. The following day, a reintervention occurred and a gore excluder aaa endoprosthesis aortic extender component was implanted and resolved the proximal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this ot met all pre-release specifications.